Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was rejecting. The pt indicated he started to form a blood blister under the device. The blood blister popped and the wound did not heal. The stimulator was reportedly 1/4 an inch out of the pt's body. The pt was cleared of an infection at the hosp and wanted the device explanted. Add'l info has been requested, but was not available as of the date of this report.